Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a proximal pressure sensor autozero failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a proximal pressure sensor autozero failure. It was discovered that the pin on the data acquisition (da) printed circuit board assembly (pcba) was bent during onsite service with a philips authorized service provider (asp). The pin was unbent, and the reported issue was resolved. A philips asp unbent the pin to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
New information identified during further evaluation of the reported issue; the philips asp determined that the da pcba was faulty. The philips asp replaced the da pcba. The philips asp replaced the da pcba resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.